Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: using the gamma4 u-lag screw 80 mm, the surgeon inserted the u-pin as usual and attempted to insert the u-lag end cap, but it was not inserted properly. Several attempts were made to insert the u-lag end cap while pushing in different directions, but it was not inserted properly. The insertion of the end cap was given up and distal fixation was performed. After checking the threading of the end cap and confirming the wear of the threads, another u-lag screw was opened, the end cap was replaced. The end cap was successfully installed and the procedure was completed.

Manufacturer narrative:
Correction - please refer to h6 health impact code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The returned end cap screw is found having deformed threads, mainly the first three to four threads are extremely deformed indicating application of excess torsional force. Minor dent marks and scratches were also seen on the upper threads, head and the shaft of screw which indicates excess metallic contact potentially due to hammering. All these observations suggest that probably the screw was misaligned during insertion, due to misalignment it although got inserted up to three to four threads but got stuck after that. On application of excess forces, the engaged threads got deformed and misaligned threads, head & shaft portion got scratch marks due to excess metallic contact. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related. The event was caused by the application of excess torsional force and hammering while misalignment of the end cap screw inside the mating part during usage. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: using the gamma4 u-lag screw 80mm, the surgeon inserted the u-pin as usual and attempted to insert the u-lag end cap, but it was not inserted properly. Several attempts were made to insert the u-lag end cap while pushing in different directions, but it was not inserted properly. The insertion of the end cap was given up and distal fixation was performed. After checking the threading of the end cap and confirming the wear of the threads, another u-lag screw was opened, the end cap was replaced. The end cap was successfully installed and the procedure was completed.